Manufacturer narrative:
Date received by manufacturer: 18oct2019. Date of report: 21oct2019. Technical support advised the customer to replace the pcba (printer circuit board assembly), power management and the pcba, motor controller. The customer replaced the pcba (printer circuit board assembly), power management and the pcba, motor controller. The issue was resolved. The customer was unable to provide information on whether the parts were returned or discarded. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating that unit had multiple error codes including 35 volt (v) supply failed. The customer reported there was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19jul2019.

Event description:
Customer contacted technical support (ts) stating that unit had multiple error codes including 35 volt (v) supply failed. The customer reported there was no patient involvement.